Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right ventricular (rv) lead exhibited a high shock impedance measurement of 129 ohms. Boston scientific technical services (ts) discussed the typical impedance range for this lead is from 20 to 125 ohms. The clinician stated that the subsequent shock impedance measured within range at 108 ohms. Ts stated that the lead is single coil and not uncommon to see shock impedances into the 130 ohm range. The clinician opted to reprogram the remote home monitoring alert out of range value to 150 ohms. At this time the rv lead remains in service and no adverse patient effects were reported.